Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient was removing sensor, and upon sensor removal, patient reported sensor wire separated from sensor pod and fell into patient's hand. Against user guide recommendations, patient removed transmitter before removing sensor pod. Patient reported experiencing discomfort at site of insertion. At the time of the call, patient reported no medical intervention and feeling okay.